Manufacturer narrative:
(B)(4). Corrected data: product code cdh25a.

Manufacturer narrative:
(B)(4). Batch # m55896. Was there any changes to that patient¿s post-operative care as a result of this issue? The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colorectal resection procedure, stapler fired, but did not staple bowel together. This caused a tear in the bowel which needed repairing and prolonged the operation. It is unknown what was used to complete the procedure.